Event description:
It was reported there were repeated messages of "loss of communication". The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Assembly found out of electrical specification.

Manufacturer narrative:
Evaluation summary: (B)(4) analysis confirmed the reported event. Assembly found out of electrical specification. Further analysis was performed on the device. Conclusion: failure mode confirmed as fractured solder joints between connector and power and digital printed circuit board assembly.